Event description:
A defective foley catheter device was inserted in the patient. When the foley did not drain, the rn discovered that the tubing cap had been sealed into the catheter at the end where the foley bag is connected. The tamper-proof seal where the catheter connects to the foley bag tubing was intact, preventing urine drainage. When the tamper-proof seal was removed, the cap was discovered completely in the lumen of the catheter. This medical device has been sequestered and is in my possession awaiting directions from you. No apparent injury to the patient. Increased risk of uti. Date of use: (B)(6) 2013 for 1 hour. Reason for use: surgery.